Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing issue occurred. Performance data was reviewed. A pairing issue was not found within the investigation window. The allegation was not confirmed. However, signal loss over one hour was found in connection to the reported allegation. The probable cause of the signal loss could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction is required for g3 on initial MDR submission. G3: date received by manufacturer - correct date received by mfg for initial MDR submission ¿ correct date should be 4/27/2025. G3: date received by manufacturer - additional information for supplemental MDR. G6 type of report - updated/follow-up. H2 type of follow up - additional information/correction. H10 corrected data.

Event description:
Subsequent to the initial MDR, a correction is required.